Event description:
Patient is reported to have expired approx 15 months post index procedure. Cause of death listed as acute worsening of overall condition. Investigator has assessed that the event is not likely to be related to study device of procedure.

Event description:
Patient also had already present cancer at time of death.

Event description:
Physician used two amphiprion deep pta balloon catheters to treat a lesion located in the anterior tibial artery of the right leg. However it was reported that during treatment a dissection type a occurred in the popliteal artery which was treated with stent implant. Patient is reported to be recovered. No other clinical sequelae were reported. Investigator reported that the event was unlikely related to the study device and highly probably related to the procedure.

Manufacturer narrative:
(B)(4). Evaluation codes results: inherent risk of procedure (dissection).